Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The erbe generator was analyzed and the system logs confirmed that several erbe related errors occurred. During testing, the erbe displayed error code m-02-3. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the erbe generator was not providing monopolar/bipolar energy. At this time it is unknown how the issue was resolved. There were no reports of patient injury.